Event description:
Same case as MFR. Report #3005099803-2008-01290. It was reported that during a gastro-esophageal dilatation (egd) and endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, two balloon ruptures occurred. The lesion was located in the pylorus. The cre 15mm x 18mm balloon dilatation catheter was advanced through the endoscope, however, the balloon "popped against the elevator of the ercp scope". The device was removed and a second cre 15mm x 18mm balloon was advanced through the endoscope, however, this balloon "also popped against the elevator of the endoscope". The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.